Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. A remstar plus c-flex device was returned to a third-party service center for evaluation of their device with no initial alleged complaint. There was no death, serious harm or injury were reported, and no medical intervention was provided. During the evaluation of the device at the third-party service center, the device was visually inspected, and evidence of visible foam particles was found inside the blower kit and blfm-blower foam degradation was also found. In addition, the device had dust contamination and displayed error code e030 (err_motor_spinup_flux_high), e024 (err_motor_speed_reverse), e022 (err_motor_flux_magnitude). Lastly, the device was scrapped.